Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint and the conclusion are as follow. When reviewing similar reportable events, a limited number of cases with similar fault description (the stretcher tilted during use) were found. The trend observed for reportable complaints with this failure mode is considered to be low. The device involved in the incident was identified as concerto basic shower trolley 1900 mm hydraulic, which was manufactured and tested in (B)(4) (now closed) in february 2009. The device was used by customer (B)(6) located in italy. Concerto + basic is a hydraulic shower trolley that serves as assistance during patient hygiene care, showering and bathing. The device is intended for indoor use. The device functions are: manual raising and lowering, straight steering, horizontal lock and tilt stretcher function. The last function makes the stretcher tilt to side or reverse trendelenburg position to help with care or cleaning and disinfection of the equipment. By doing so button from the tilting mechanism located under the stretcher must be pressed, then the catch is moved to one side. Closing should be done by snapping the stretcher onto the place. The stretcher is closed when clicking noise is heard. In the reported complaint the allegation was that during patient transfer from bed into the stretcher, the stretcher surface overturned and the patient felt down the ground. As a result the patient sustained an injury: left femur broken bone. The patient was transferred to an emergency room and had a surgery (plaster cast was applied). The device was checked by the technician after the even and three days before the incident. No issues with tilting mechanism was found. Only horizontal lever required regulation. This however is not related to the reported issue. For this reason failure of tilting mechanism can be excluded. User manual 04.ba.05_12gb indicates caregivers obligations while using concerto/basic, which include: every day disinfection. "Shower trolley has to be disinfected immediately after usage", every week visual check shall be performed, including titling mechanism if there is no cracks or scratches, every week a functionality of the equipment shall be done, during which tilt function is verified. If any malfunction would be noticed during the check, the qualified personnel service needs to be called for repair. The device cannot be used till the repair is completed. No other complaint was registered for this device, which would suggest that no issue with the trolley was noticed by the customer during the everyday and every week check. In addition to the above, before patient placement a caregiver shall ensure that all catches are locked in place; as per user manual "to avoid the patient from falling out of the device, make sure that all catches are in a locked position". The exact root cause is not known, but looking at the previous similar complaints, most likely scenario of events preceding this incident is that the caregivers have tilted the stretcher by unlocking the lever for cleaning purposes and forgotten to lock the stretcher after cleaning. This could directly contribute to the reportable event as later in use the stretcher tilted with a patient on it. We see a direct link between not locking the stretcher and the drop. The device was inspected after the event and no failure was found, it worked as intended. Therefore, it appears from our evaluation that most likely a use error related to the failure to lock the stretcher caused the incident. Given the circumstanced and the likeness that use error could be a contributory factor to the event, arjohuntleigh has recommended a re-training to the customer. In summary, the device met its specifications; it was being used for patient handling at the time of the event and in that way contributed to the event.

Event description:
Arjohuntleigh received a customer complaint where it was reported that during patient transfer from bed into the stretcher, the stretcher surface overturned and the patient fell down the ground. As a result, the patient had left femur broken bone, the patient was transferred to an emergency room and had a surgery (plaster cast was applied).